Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled downstream occlusion (dso) seal, and a worn upstream occlusion (uso) seal. There was no evidence to review in the device's event history log. A visual and functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the latch lock flex. As a result, the latch lock flex was replaced. A history review identified there was no indication that the complaint was related to the device within the review period.

Event description:
It was reported that the device had a "cassette not locked" alarm when the cassette was locked. The product fault occurred during testing. The device issue was not related to physical damage/abuse and delay of therapy was unknown. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.